Event description:
On february 6, 2006, a clinical incident involving an ultravac arthrowand was reported to arthrocare corporation. Following an arthroscopy procedure, the tip of the want was reported missing at the end of the procedure. The physician reported he cannot confirm whether the tip remained in the patient. No patient injury was reported and no additional information is available.